Manufacturer narrative:
Event date - event occurred on an unspecified date in (B)(6) 2018. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked because there was a crack on the patient line. It was further reported that a visible line was noted on the tubing. This was noticed during prime. There was no patient injury or medical intervention associated with this event. No additional information is available.